Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a paroxysmal atrial fibrillation ablation procedure. After successful pulmonary vein isolation and the first ablation points at the cavo-tricuspid isthmus line the pump suddenly displayed "no temperature drop" during ablation and stopped. When returning to standby flow rate, the physician saw a tiny hole in the tube between lure connector and catheter handle with fluid leaking from the catheter handle. The catheter was exchanged and the procedure was completed successfully. No patient complications were reported. The device was disposed and not expected to be returned.